Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 30 mg/dl. Customer required assistance by paramedics to address bg level. Customer was unsure what treatment was given due to losing consciousness. Reportedly, pump data logs were not available to determine a possible cause of the event. Ultimately, a replacement pump was sent to the customer for customer satisfaction and the customer contacted the healthcare provider to obtain alternate insulin therapy.